Manufacturer narrative:
An attempt was made to reproduce the issue by generating the assessment and progress report for the user in care link support application and observed that the issue is resolved. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. After conducting thorough investigation by downloading the uploaded data from database and identified that the auto mode duration in a&p report was not accurate for this specific data set received. The esf number that corresponds to the reported issue is: (B)(4). The root cause of this issue was that the application is receiving the rtc 0 in time change event (utility datum) created in fusion. While calculating the auto mode exits, we iterate through time change events. The time change event with source as src_start has an associated rtc as a 0, because the snapshot first datum was a multidatum (change basal profile pattern pre) where we ignore the utility datum rtc while setting to time change event rtc. The issue will be observed when there was a basal profile change was the first event in the first snapshot we received. We created an esf (B)(4) to address the issue in praas 6.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error when attempting to generate care link report, care link report is not displayed as expected, or possible issue with data in care link report. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed, and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.